Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
The patient was revised on (B)(6) 2022 for infection. Approximately 2 years after the first surgery. The surgeon explanted 1 gle,oid baseplate, 2 standard screw (35mm and 40mm), 1 post extension +10mm, 1 humeral spacer and 1 humeral cup 40+9.